Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Simplex was used for bha. Room temperature was 20 °, so there is no problem with temperature control. Probably the distal cement hardened when the exeter was inserted, and it was not possible to insert it completely. When the stem was tried to be removed to start over with cement-in cement, blood pressure decreased. Patient was taken to the ICU without closing the wound. The patient had heart disease.